Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted to treat rectocele, vault prolapse, cystocele and incontinence. It was also reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, recurrence, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).